Manufacturer narrative:
Reference record (B)(4). It is unknown if the device involved in the event was removed and discarded or is still in place; therefore, a return sample evaluation is unable to be performed. Catalog number in is the international list number which is similar to us list number of 062910. Adverse event problem code of 4581 was chosen to capture the event of buried bumper syndrome. Buried bumper syndrome is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, a patient in italy underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2023, the patient underwent pegj replacement. During the pegj replacement, it was found that the internal bumper was buried in the gastric wall. It was reported that the burial of the internal bumper in the gastric wall was resolved. It was reported that the positioning of the new tubing was not performed.